Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported [that] the device gave constant [co2] pressure after activating it without pressing the fire button. The nurse prepared the handle of the device and activated the co2-capsula. Without pushing the button, the handle immediately gave constant co2 pressure on the device. Procedure could just be finished with the affected device. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Section d: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau section g: 510k: k200972 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.